Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl and clonidine via an implantable pump. It was reported the patient's pump was repositioned on (B)(6) 2021. It was indicated the event was possibly related to the device or therapy and possibly related to the implant procedure. Fluoroscopy was performed and the issue was unresolved with no further action planned. Additional information received from a healthcare provider via a clinical study reported the patient had been exited from the study on (B)(6) 2014 due to withdrawal of patient by physician.

Manufacturer narrative:
Updated to remove the previous information about the patient exiting the study as that was for another patient. Added correct information pertaining to this patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the pump was repositioned. Cause was unknown at this time.